Event description:
While reviewing the patient's programming history, it was noted that a faulted system diagnostic test was performed on (B)(6) 2010. A final interrogation was not performed after this test, and upon initial interrogation at the following recorded visit of (B)(6) 2010, it was found that the patient's settings were different. There is no record of the settings being adjusted at this visit; however, upon interrogation at the next visit, (B)(6) 2010, it was found that the settings had been corrected.

Manufacturer narrative:
Analysis of programming history.